Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision observed. A fragment fell inside the patient and was retrieved during the same procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace head was fractured. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument to be returned for failure analysis testing and was found to have a broken blade. The blade broke at roughly 0.24¿ from the base. Broken piece was not returned. Size of missing piece is approximately 0.084¿ x 0.36¿. Components adjacent to the broken blade do not show damage. In addition, scratches on the blade tip may also lead to premature blade failure. The complaint was confirmed by failure analysis.